Event description:
It was reported that the materials of implant twisted. The pump was explanted and replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709 lot# j11791r18 implanted: (B)(6) 2004 explanted: (B)(6) 2005.